Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that remote manager needs to be reattached. A field service engineer installed the remote manager to complete the repair. The installation was verified as successful, and the system functioned as intended after the repair was completed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es remote manager needs to be reattached. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.